Event description:
The surgeon removed a 13.0mm icm130v4 implantable collamer lens from the patient's eye due to excessive vaulting of the loss lens causing the patient to have elevated iop and angle closure. This is one of two weeks lenses for the same patient. Sec manufacturer report number. 2023826-2006-00477.